Manufacturer narrative:
Conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Reasonably suggest device malfunction: no. Severity of harm: n/a. Return sample not received as of 13apr2020.

Event description:
Event verbatim [preferred term] blistered back [blister], narrative: this is a spontaneous report from a contactable consumer. A 75-year-old patient of an unspecified gender started to receive thermacare heatwrap (thermacare lower back & hip), via an unspecified route of administration from an unspecified date for painful back. The patient's medical history and concomitant medications were not reported. The patient previously used thermacare pain relief for as long as she/he can remember. The patient was experiencing a painful back when he/she got out of bed this morning ((B)(6) 2018) and used thermacare for relief. After 5 or 6 hours the patient removed the thermacare wrap and experienced a blistered back where the product was just moments before. The event "blistered back" occurred on (B)(6) 2018. The action taken for the product and event outcome were unknown. According to the product quality control group, investigation results were as follows: conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Reasonably suggest device malfunction: no. Severity of harm: n/a. Return sample not received as of 13apr2020. Follow-up (28mar2019): follow-up attempts are completed. No further information is expected. Follow-up ((B)(6) 2018): this follow-up report is being submitted to upgrade this case to a reportable medical device report. Follow-up (29may2020): new information received from the product complaint group includes: investigation results. Follow-up attempts are completed. No further information is expected., comment: based on the information provided, the event of "blister" as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device.

Event description:
Blistered back [blister]. Case narrative:this is a spontaneous report from a contactable consumer. A (B)(6)-year-old patient of an unspecified gender started to receive thermacare heatwrap (thermacare lower back & hip), via an unspecified route of administration from an unspecified date for painful back. The patient's medical history and concomitant medications were not reported. The patient previously used thermacare pain relief for as long as she/he can remember. The patient was experiencing a painful back when he/she got out of bed this morning ((B)(6) 2018) and used thermacare for relief. After 5 or 6 hours the patient removed the thermacare wrap and experienced a blistered back where the product was just moments before. The event "blistered back" occurred on (B)(6) 2018. The action taken for the product and event outcome were unknown. Additional information has been requested and will be provided as it becomes available. Follow-up (28mar2019): follow-up attempts are completed. No further information is expected. Follow-up (19aug2018): this follow-up report is being submitted to upgrade this case to a reportable medical device report. Company clinical evaluation comment: based on the information provided, the event of "blister" as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device., comment: based on the information provided, the event of "blister" as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device.